Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - while placing a PICC the yellow line went way above where it should have been. Placement was very off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of the device is giving inaccurate readings was confirmed. The depth would rise between the middle insertion point to the full insertion point is position 3. The test was performed three times, one on each usb port with the same results all three times. The root cause is determined to be due to an issue with locating magnet.

Event description:
Per biomed - while placing a PICC the yellow line went way above where it should have been. Placement was very off.